Event description:
Two avanos neomed 60 ml enteral syringes were found to have caps that did not fit and fell off when applied. Patient code: 4580. Device codes: 2183, 2907. Reference report mw5184189.